Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. An examination of the returned device revealed distal stent damage. One strut on the 2nd row from the distal edge was misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. Severe kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the device would not cross the lesion. Vascular access was obtained via the radial artery. This 80% stenosed, denovo lesion was located in the mild tortuous and moderately calcified right coronary artery. The lesion was pre-dilated. This 12 x 2.50mm taxus liberte stent delivery system was advanced to the lesion against resistance and was could not cross the target lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed distal stent damage and a kinked hypotube.